Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was detached/separated from the delivery system and damaged its entire length. Hardened medium resembling blood/tissue was attached to some of the stent struts. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the femoral artery. A 4.00x16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent came off the balloon right at the end of the sheath in the femoral artery. The stent had to be retrieved by accessing the other groin. Eventually, the stent was able to be retrieved and another of the same stent was deployed and completed the procedure. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent detached/separated and stent damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the femoral artery. A 4.00 x 16 mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent came off the balloon right at the end of the sheath in the femoral artery. The stent had to be retrieved by accessing the other groin. Eventually, the stent was able to be retrieved and another of the same stent was deployed and completed the procedure. No patient complications were reported and the patient's status was fine.